Manufacturer narrative:
This report is submitted on 22 october 2020.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2020 due to infection at implant site. The patient was not reimplanted with a new device.

Manufacturer narrative:
It is now reported that the infection was treated with oral antibiotics. The device analysis report is attached. This report is submitted on november 17 2020.